Event description:
The customer reported that their switched internal paddles were failing to meet specifications.

Manufacturer narrative:
The customer reported that their switched internal paddles were failing to meet specifications. The paddles were evaluated at philips, and the symptom was confirmed. The customer has been provided with a replacement paddle set.